Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer. The manufacturer found no error logged. The manufacturer confirmed sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.